Manufacturer narrative:
The pump passed the self test and displacement test. However, the pump had intermittent buttons due to corroded keypad traces. No back light anomalies were noted. The pump also had a cracked case at the display window corners, a cracked display window, cracked battery tube threads, and minor scratches on the lcd window.

Event description:
It was reported that the keypad on the customer's insulin pump stopped working. Her blood glucose was 126mg/dl at the time of reporting. No equipment is being returned. The insulin pump is being replaced however. No additional information was reported.

Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.